Event description:
This lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013 for reason other than non product experience. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).